Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no deformation at the foreign material residue point. The root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: - instructions, operation manual of tjf-q290v chapter 3 ¿preparation and inspection¿ describes how to detect the subject. - instructions, reprocessing manual of tjf-q290v chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was due to clogging of channel tube, the forceps cannot be inserted. Additional findings were as follows: due to clogging of channel-tube, the tube cleaning brush cannot be inserted, the scope connector cover unit, the scope connector, the protector of universal cord on scope connector side, the universal cord, the grip, the scope cover, the switch box, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the adhesive on bending section cover, the connecting tube, all have a scratch, the forceps channel port was shaved, the paint on suction-cylinder is peeled, the control unit has discoloration, due to damage on suction tube in control unit, suction volume does not meet the standard value, the adhesive on bending section cover has a crack, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, and due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility did aspirate the water through the instrument/suction channel. The facility brushed the instrument channel, instrument channel port, and suction cylinder. The facility wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. The facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that there was stent retention in the forceps channel, (channel-tube has foreign objects) on the evis lucera elite duodenovideoscope. The issue was found during a therapeutic procedure which was completed. There were no reports of patient harm or impact associated with the reported event.